Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine generator replacement. The atrial lead exhibited noise. The lead was extracted and replaced successfully. The patient was in stable condition post procedure.